Event description:
Olympus medical systems corp. (Omsc) was informed by the non-health professional that during a laparoscopic cholecystectomy using the subject device with usg-400 and td-sb400, the tissue pad was separated partially. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. From the actual product confirmation results and past survey results, the peeling of the tissue pad may have occurred due to the following causes. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.